Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient underwent a lead explant procedure due to an unknown reason. The patient was placed on antibiotics. The lead will not be returned.